Event description:
Related manufacturer reference number: 2017865-2022-46037, 2017865-2022-46039.it was reported that intermittent capture, decreased r-wave sensing and varying pacing impedance were observed on the right ventricular (rv) channel. Additionally, decreased p-wave sensing, noise and oversensing were observed on the right atrial (ra) channel. The device was reprogrammed as an interim solution. An x-ray was performed and the device was found to have migrated from the original implanted location. A revision procedure was performed, the device and rv lead were explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received that noise and oversensing was also observed on the rv lead prior to revision procedure.

Manufacturer narrative:
As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.